Event description:
During index procedure, two resolute onyx drug eluting stents were implanted, one in the rca and another in the lmca. Approximately 12 days post index procedure, the patient suffered nstemi. The nstemi occurred post discontinuation of dual anti-platelet medication. Stent thrombosis was also identified in an onyx stent, the patient was treated with pci and recovered. The investigator assessed this event as not related to the index device but has a causal relationship with anti-platelet/anti-coagulation medication.

Manufacturer narrative:
Investigator assessed that the event is possibly related to the device and procedure and has a causal relationship to the medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Company causality assessed the event as probably related to the device. Target vessel rca involved in (B)(6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The investigator assessed the event as probably related to the device. Stent thrombosis has been confirmed in the rca vessel (target vessel). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It is now reported that the proximal lad was treated during the index procedure not the lmca. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigator assessed the event as probably related to the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event involved the target vessel (rca). Stent thrombosis was confirmed by angio. Investigator assessed the event as possibly related to the index device. If information is provided in the future, a supplemental report will be issued.